Manufacturer narrative:
Unique identifier (UDI): (B)(4) - correction: this report was originally submitted with the incorrect MFR report # 0000000-2017-00002 with core ID: (B)(4) with a date received by MFR date 01/25/2017 and date of this report date 02/20/2017. This report replaces the original under the correct MFR report#. A follow up MDR will be submitted upon completion of a plant investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient observed fluid leaking out of the cassette door while undergoing their pd treatment, the phase and cycle are unknown. No patient adverse effects were experienced and no medical intervention was required as a result of the fluid leak. The patient was not administered an antibiotic. The complaint device is not available to be returned to the manufacturer as it was discarded following the event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.